Event description:
It was reported that the vaporizer connection seal on the anesthesia system was loose. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of the reported failure has been completed. The user informed that they did not know if the vaporizer connection seal had become loose by itself or if it had been removed. Our field service engineer installed new vaporizer connection seals and the operational test was performed successfully. The system was returned for clinical use. No device logs were received for evaluation. A loose vaporizer connection seal may lead to leakage. The root cause of how the vaporizer connection seal became loose has not been determined.